Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Eval in process but not yet complete. Upon completion of eval, a follow up report will be sent to the FDA.

Event description:
It was reported that two weeks after implantation of bi-polar cup and modular head, the pt fell during rehabilitation. Subsequently, revision procedure was performed noting the modular head was dislocated from the bi-polar liner while the ring that locks the head into the shell remained in place. Additionally, the bi-polar cup dislocated from the acetabulum.